Manufacturer narrative:
Follow-up #1 date of submission 12/17/2015-product analysis: the device was returned and evaluated by product analysis on 12/09/2015 with the following findings: the complaint could not be duplicated or confirmed. Review of the pump¿s black box revealed no abnormal pump behavior, related issues, or evidence of the complaint. The pump successfully completed a prime sequence without issue or alarm. The pump¿s power draws were found to be within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (B)(4) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.